Manufacturer narrative:
Literature citation: authors:- sunao tanaka, nakano keisuke, sawada toshitada and toshimitsu kawagishi. Literature title: "the factors associated with indirect decompression in oblique leteral interbody fusion (olif)". Mean age: 66 years (approx.), range: 45-79 years gender: 11 male, 18 female. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of surgery: olif(oblique lateral interbody fusion) it was reported in an abstract that total of 29 patients underwent olif for one year from (B)(6) 2014. Post-op, paralysis in lower limbs was observed in one patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.